Event description:
Atrial lead had an obvious insulation break with evidence of old blood in the insulation system. Ventricular lead with no problems - capped. Single chamber pacemaker implanted with new ventricular lead et. Tempory pacemaker were placed prior to start of procedure.